Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("abdominal pain") and ovarian cyst ("ovarian cyst") in a 41-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test not conducted". The patient's previously administered products included for an unreported indication: depo-provera in 2011. Past adverse reactions to the above products included contraception with depo-provera. Concurrent conditions included perineal pain. Concomitant products included ibuprofen (advil) and panadeine co (tylenol #3) for pain in hip, joint pain and low back pain. On(B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2012, the patient experienced fatigue ("fatigue"). On (B)(6) 2012, 1 year 9 months after insertion of essure, the patient experienced arthralgia ("hip pain / joints pain / ankles pain") and back pain ("lower back pain"). In (B)(6) 2013, the patient experienced pruritus ("rash or skin conditions type; itchy spots"). In (B)(6) 2014, the patient experienced ovarian cyst (seriousness criterion medically significant) and mammogram abnormal ("abnormal mammogram"). On (B)(6)2014, the patient experienced hypertension ("hypertension"). In (B)(6) 2015, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2015, the patient experienced pain in extremity ("hands pain / fingers pain / feet pain"). In (B)(6) 2016, the patient experienced visual impairment ("vision problems"). In (B)(6) 2017, the patient experienced urinary tract infection ("infection (bladder / urinary tract / vaginal) type: urinary tract infection"). On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), pelvic pain ("pain"), bacterial vaginosis ("bacterial vaginosis") and menstruation irregular ("irregular menstrual cycle"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral removal of fallopian tubes)) and surgery (drainage of ovarian cyst). Essure was removed on (B)(6) 2017. At the time of the report, the abdominal pain, ovarian cyst, back pain, bacterial vaginosis, pruritus, hypertension, dysmenorrhoea, dyspareunia, visual impairment, fatigue, urinary tract infection, pain in extremity, mammogram abnormal and menstruation irregular outcome was unknown and the arthralgia had resolved. The reporter considered abdominal pain, arthralgia, back pain, bacterial vaginosis, dysmenorrhoea, dyspareunia, fatigue, hypertension, mammogram abnormal, menstruation irregular, ovarian cyst, pain in extremity, pelvic pain, pruritus, urinary tract infection and visual impairment to be related to essure. The reporter commented: over the next several months, she sought treatment on multiple occasions for sharp abdominal pain as well as hip and lower back pain, among other symptoms. Uterus with leiomyoma measuring 0.3 cm in maximal dimension. The right fimbriated fallopian tube is 6 x 0.5 cm and has red-tan and smooth serosa. Diagnostic results: plaintiff had a hsg test (hysterosalpingogram). Concerning the injuries reported in this case, the following one/ones were confirm in patient¿s medical records: pelvic pain, ovarian cyst. Most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet and medical records received. Events added from pfs- bacterial vaginosis, itchy spots, hypertension, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), pain, vision problems, fatigue, abnormal mammograms; ovarian cyst. Essure confirmation test not conducted. Event added per other: irregular menstrual cycle. Concomitant disease, lot number, historical drug were added. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("abdominal pain") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In (B)(6), the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), arthralgia ("hip pain") and back pain ("lower back pain"). The patient was treated with surgery (removal of the essure is scheduled to about (B)(6)). At the time of the report, the abdominal pain, arthralgia and back pain outcome was unknown. The reporter considered abdominal pain, arthralgia and back pain to be related to essure. The reporter commented: over the next several months, she sought treatment on multiple occasions for sharp abdominal pain as well as hip and lower back pain, among other symptoms. Diagnostic results: plaintiff had a hsg test (hysterosalpingogram). Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.